Event description:
Hospital reported the ventilator in question stopped working on a pt without alarm code or audible alarm on june 17, 1993, around 1 pm. Hospital also informed the pt was "bagged" and put on another ventilator, and no injury or harm happened to the pt. Hospital stated the ventilator was used together with compressor, humidifier and o2 blender. Distributor technician found settings on the unit drifting and occasional "vent inop" would occur with and without error code, but the audible alarm always worked. The problem was traced by the technician to poor connection between the display pc board and a ribbon cable.device not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-93. Service provided by: distributor. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: display board, cable, connector or adaptor. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.